Event description:
Customer reported the pilot balloon was deflated and the cuff had to be reinflated. The information provided suggest that decannulation and recannulation of a replacement tube was required. Cross referencing MFR report number 2936999-2013-00840.

Manufacturer narrative:
(B)(4). Unused sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.